Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the patient suffered a stroke. The patient extend hospital stay for a week due to the problem.